Manufacturer narrative:
The reported field event of atrial noise reversion was confirmed in the laboratory due to review of egm. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that noise reversion was observed on the atrial channel. The ICD was explanted. No further information was provided.